Event description:
Additional information received. Product analysis was performed. The analysis did not find any anomalies with the device. The vns generator is functioning as intended.

Event description:
It was reported that the patient was experiencing increase in seizures. The device was interrogated at all diagnostics were within normal limits. The physician decided to replace the generator. The explanted generator is being returned but has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
H3: code 02 utilized as product analysis of suspect product in under way.

Event description:
Additional information received. The explanted device has been received by the manufacture. Product analysis is underway but has not been completed to dates. No other relevant information has been received to date.